Event description:
Same case as MFR#": 2134265-2010-02482. It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction and late in-stent thrombosis occurred. The target lesion was located in the circumflex (cx) artery. An unspecified taxus express2 drug eluting stent was implanted. Fourteen months later, the patient suffered a myocardial infarction caused by late stent thrombosis. It was reported that the symptoms are continuing.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B) (4)